Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports the surgery of a (B)(6) old patient for fracture of shoulder and fracture of the right femoral neck on hip prothesis. At the end of surgery, patient had bradycardia after the cement compression in the femoral bole, and then a cardiac arrest despite injection of atropine and isoprenaline. Recuperation of a stable state after 3mg of adrenaline and heart massage. It was noted in additional information that though apparently having been resuscitated during surgery, the patient experienced cerebral anoxia, and eventual death after surgery. It was also noted that the femoral neck fracture being treated during this event related procedure was not a result of a depuy product as far as can be determined from existing information. If further information is provided to suggest otherwise, this complaint may be revised.

Manufacturer narrative:
The investigation could not verify any product contribution to the reported event with the information provided, and could not identify a root cause for this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.